Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a humeral nail case, the monobloc flexible reamer broke in the middle of the case while it was being used. Patient and procedure outcome is unknown. It is unknown if there was surgical delay. This report is for one (1) dd- monobloc flexible reamer 6.0mm - 385mm. This is report 1 of 1 for (B)(4).